Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
During the surgery, when opened the product from the package, it was found that the pouch was damaged and powder was leaked from the pouch. The product was disposed and the surgeon used other product.

Manufacturer narrative:
Based on additional information. An event regarding pin holes in an inner pouch involving simplex cement powder was reported. The event was confirmed. Visual inspection: one unit carton containing a simplex powder pouch was received for review. The unit carton is unremarkable. The outer pouch was returned opened with evidence of a good seal. As part of the packaging process, the inner pouch is packed with the lot ID markings displayed through the clear section of the outer pouch; the subject pouch was returned upside-down and turned the wrong way. A concentrated area of powder is located at the bottom on the inside of the outer pouch. A small pin hole is evident on the front of the inner pouch near the end of the pouch that would have been at the opening flap of the outer patch. There is also a pin hole evident on the back of the inner pouch that corresponds to the location of the hole on the front of the pouch. The location of the loose powder within the outer pouch and the location of the pin holes in the inner pouch indicates that the pin holes were made in the pouch after it was removed from the outer pouch as the inner pouch would have been packed the other way around, with the lot ID visible through the outer pouch. Had the pin holes been in the pouch prior to the pack being opened and removed, the powder would have been located on the opposite end of the outer pouch. The holes and their location are consistent with a sharp instrument being used to take the inner pouch from the outer pouch prior to use. The pin holes appear to have been subsequently noticed and the user decided to reject the pouch. The inner pouch was placed back into the outer upside down. Device history review: bmr review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there were no similar events reported for the lot. Conclusions: the investigation concluded that the holes and their location are consistent with a sharp instrument being used to take the inner pouch from the outer pouch prior to use. The pin holes appear to have been subsequently noticed and the user decided to reject the pouch. The inner pouch was placed back into the outer upside down.

Event description:
During the surgery, when opened the product from the package, it was found that the pouch was damaged and powder was leaked from the pouch. The product was disposed and the surgeon used other product.